Event description:
It was reported that hour glass,no readings,sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, the patient's spouse reported that the patient experienced no readings on the receiver. There was also mentioned during the call that the patient received emergency low continuous glucose monitoring (cgm) readings. The patient experienced loss of consciousness (loc) and was taken to the hospital where she was observed overnight and treated with unspecified intravenous (IV) glucose drips. The blood glucose was reportedly 22 mg/dl but no corresponding cgm reading was provided at that time. At the time of the call, the patient was still in the hospital, but doing better. The bg was reported to be 176 mg/dl the day after the event. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.